Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the manufacturer's representative (rep) stated that the recharging issue has been resolved by changing the program to utilize lower amplitudes, and the patient's physician was aware of this. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative restated the issue of the patient having to charge twice a day for long periods of time. The patient also complained of stomach pain. The representative was planning on meeting the patient on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745bp, lot# nlh003822n, product type: accessory. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. On (B)(6) 2018 it was reported that troubleshooting was needed for a recharging issue as they were having difficulties with recharging. It was reported that the patient was having issues with the controller and recharger, mainly the recharger. It was stated that the controller was automatically turning off during recharging sessions and the patient was having to charge multiple times a day for long periods of time (patient was on high density (hd) settings) and the ins was not charging fully. It was stated that the controller would be fully charged, but the patient couldn't get their ins fully charged. They stated that they would get an error saying it couldn't charge the ins. It was reported that the controller wouldn't hold a charge and it was unknown if it was the battery pack or the controller itself. Actions taken prior to the call was the patient stated that they had taken the battery pack in and out of the controller several times and then it would work again temporarily. No troubleshooting could be done due to lack of access to the product. It was reviewed to have the patient call for further troubleshooting or for the rep to meet with the patient and their equipment and then to call back. No medical symptoms were reported. The event date was asked but unknown. Additional information was received from the patient reporting that their controller was showing the message that said the battery was empty and could not recharge controller and it¿s not dead. The patient stated that they spoke with a rep who was told by patient services that they should call in for a replacement. The patient stated that the rep helped them troubleshoot with their controller previously. The patient reported that they were charging their ins twice a day for 100 percent and after 12 hours the ins was down to 20 percent. It was stated that their settings were at ¿4.3v at night and 7.5v at night¿. The patient stated that the rep told them their settings were medium to high, but that they shouldn't have to charge twice a day. It was reported that the rep had them remove their battery and place it back into their controller, but this did not resolve the message screen. An email was sent to repair. It was reviewed the usage and longevity depends on usage and settings. It was reported that the patient was having to charge twice a day to 100 percent and the ins depleted after 10 to 12 hours since they were implanted ((B)(6) 2017) and in (B)(6) 2017, the batteries were removed and placed back in. In (B)(6) 2018 the message was seen on the controller. No further complications were reported/anticipated. Additional information was received from the patient stating that after charging the battery overnight to 100 percent, then they go to plug in the recharger and they get the message the battery is empty and that it needs to be charged. It was reported that they were not sure if the issue was with the battery or the controller. It was reported that they could charge for a few minutes with excellent recharger quality. No patient harm was reported. Additional information was received from a manufacturing representative (rep) on (B)(6) 2018, reporting that the rep was made aware of the patient¿s issues of having to charge too often and their ins depleting rapidly on (B)(6) 2018. It was reported they called technical services to determine what the problem was. At that time they stated that they were not with the patient and technical services stated that they needed to speak with the patient before a new programmer could be issued. The rep stated that they related this to the patient and they believe they spoke to them immediately. According to the patient, the repair services was shipping them a new programmer. It was reported that the patient had not heard back from the patient to know if they had received the new programmer and whether or not the issue had been resolved. Additional information was received from the rep on (B)(6) 2018, reporting that they had not been in contact with the patient or his wife and the only mention of the patient was from another rep when they learned of the issues with the patient¿s equipment. It was reported that that rep set the patient up with patient services to troubleshoot and possibly have replacement equipment sent to them. It was reported that last thursday ((B)(6) 2018) while the rep was with the patient¿s managing physician, they updated them on the patient¿s complaints of their equipment issues and told them that these issues would be handled. The physician stated they were glad they were working to resolve the patient¿s issues.